Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient implant neurostimulator (ins) still works but patient was seeing a low battery screen. The patient got a call 2-3 years ago that their battery needed to be replaced, but was still working, however, they were seeing battery is low. The patient had it at 1.1 and stated if they move it higher it caused soreness and then shoot down their leg. The patient got it checked out in 2014 and the urologist checked the battery and it shot pain down their left leg so bad, she couldn't believe it". The patient stated that the soreness and shooting leg pain actually started "right after it was put in" and said it started in 2009 "when they were in a restaurant and they reached their arm out and felt a jolting pain and they heard it was because they were in cold weather". Patient stated she has "weak legs and they fell getting out of the car then in the garage" which occurred in 2016. No further complications were reported/ anticipated. The patient indicators for use are for urinary dysfunction/sacral nerve stim.